Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that he received a history check failed alarm. The customer reported that the insulin pump might have delivered too much insulin which caused the low blood glucose. The customer's blood glucose was around 50 mg/dl at the time of incident. The customer's blood glucose was 76 mg/dl at the time of call. The customer treated the low blood glucose with orange juice. The customer stated that the programming was correct. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.